Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. There was no report of harm, intervention or adverse event in the initial report. Additional information was requested, but none was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint is not confirmed. A sample dialyzer has not been returned for analysis. No additional information or a sample have been provided and the complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. As a lot number was not provided, an system delivery history search was performed to obtain all lot numbers delivered to the patient in the three months prior to the occurrence date. A review of the production records were performed. The production record review showed there were one to multiple approved temporary deviation notices (dn)s on 12 of the 19 identified lots, one lot had an nonconformance (nc) molding part 80-601-33 returned for shorts). They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. There was no report of harm, intervention or adverse event in the initial report. Additional information was requested, but none was provided.